Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that "right oculomotor nerve paralysis was confirmed, so predonine was prescribed to the patient." The good faith effort attempts have been completed in our effort to obtain answers to follow up questions. However, as of today, no response has been received; therefore, the investigation will proceed with the information currently available. Should the device became available in the future, the parent record and investigation will be reopened and addressed accordingly. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported defects ' patient neurological deficit' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that the subject stent implantation procedure was performed in a patient at right internal carotid artery c4 segment on (B)(6) 2022. On (B)(6) 2022, right oculomotor nerve paralysis was confirmed, so predonine was prescribed to the patient. Recover of oculomotor nerve paralysis was confirmed on (B)(6) 2023. Preoperative mrs on (B)(6) 2022: 0, postoperative mrs on (B)(6) 2022 at the time of discharge: 0, mrs 6 month follow-up on (B)(6) 2023: 0. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day: from 20 ju 2022 to 30 nov 2022 and clopidogrel 75mg/day: from (B)(6) 2022 to now (ongoing). No other information is available.

Manufacturer narrative:
The device remains implanted in the patient.

Event description:
It was reported that the subject stent implantation procedure was performed in a patient at right internal carotid artery c4 segment on (B)(6) 2022. On (B)(6) 2022, right oculomotor nerve paralysis was confirmed, so predonine was prescribed to the patient. Recover of oculomotor nerve paralysis was confirmed on (B)(6) 2023. Preoperative mrs on (B)(6) 2022: 0, postoperative mrs on (B)(6) 2022 at the time of discharge: 0, mrs 6 month follow-up on (B)(6) 2023: 0. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day: from (B)(6) 2022 to (B)(6) 2022 and clopidogrel 75mg/day: from (B)(6) 2022 to now (ongoing). No other information is available.